Event description:
It was reported by the customer that when using the bd pyxis¿ medbank, the system had showed an invalid witness. The customer reported that, due to this malfunction, the user was unable to dispense medication oxycodone hcl 5mg tablet to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the user could not issue a medication because the system was stating user had an invalid witness. A technical support specialist informed the customer that they needed to update permissions for employees at the cabinet to allow them to witness or bypass the witness requirement. The system functioned as intended after the issue was resolved.